Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product arrived at the company with the blue push button locked, the stapler was not able to fire. There was no patient involvement.